Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 24.9 mmol/l at the time of event and the patient also had symptoms like feeling sick and nauseas the length of hospitalization was less than 24 hours no further information available